Event description:
A cgm error 42 was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. The caller was assisted by technical support in performing a pump reset, after which the cgm error did not recur, and the caller successfully started their sensor session.